Event description:
The attempted in situ measurements of the device show a malfunction. The patient had reportedly hit his head 2 months ago and has not had access to sound through this implant. Patient will be seen next week for further technical and medical checks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.